Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the replacement impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the surgical access to the right axillary graft site for the support of a 63 year old male patient. The patient had been admitted in with known coronary artery disease and plan for a coronary artery bypass graft (CABG) and suffered from post cardiotomy cardiogenic shock and low cardiac output syndrome. Prior to the 5.5 placement the patient had been supported by an intra-aortic balloon pump (iabp). The patient presented in scai stage e shock, but no other underlying medical history was shared. While on the pump support the performance remained within the expected range for the support level with reported flow at 3.9l/min on p-7. The pump was supporting for 10 days when there was a purge fluid leak observed. The leak was observed at the yellow connection of the sidearm. The team did admit the patient was supine, and no movement, hemostats, or alcohol products had been used at the purge line. To troubleshoot they exchanged the purge cassette and tightened the connection. These measures did not resolve the leak and so the team went off-label and applied bioglue to the site with the stopcock in place. This troubleshooting also did not resolve the issue and so the team made decision to remove and replace the 5.5 pump with a new, second 5.5 pump. The new pump was successfully placed. The impella 5.5 device was exchanged for another impella 5.5 without any observed impact on the patient¿s hemodynamic status.